Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock as a result of oversensing of noise signals while programmed in the primary vector. Additionally, further evaluation of the electrode was recommended and immediate analysis was requested from technical services (ts). The patient was hospitalized and further evaluation was planned. Subsequently, a few days later, the patient underwent a defibrillation threshold (dft) test while reprogrammed in secondary vector, which yielded normal shock impedance measurement. A chest x-ray was performed and no electrode failure findings were observed. The device was reprogrammed in the secondary vector. At this time the device system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock as a result of oversensing of noise signals while programmed in the primary vector. Additionally, further evaluation of the electrode was recommended and immediate analysis was requested from technical services (ts). The patient was hospitalized and further evaluation was planned. Subsequently, a few days later, the patient underwent a defibrillation threshold (dft) test while reprogrammed in secondary vector, which yielded normal shock impedance measurement. A chest x-ray was performed and no electrode failure findings were observed. The device was reprogrammed in the secondary vector. At this time the device system remains in service. No adverse patient effects were reported. Additional information was received that the patient had originally been hospitalized due to percutaneous coronary intervention as opposed to the inappropriate shock issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock as a result of oversensing of noise signals while programmed in the primary vector. Additionally, further evaluation of the electrode was recommended and immediate analysis was requested from technical services (ts). The patient was hospitalized and further evaluation was planned. Subsequently, a few days later, the patient underwent a defibrillation threshold (dft) test while reprogrammed in secondary vector, which yielded normal shock impedance measurement. A chest x-ray was performed and no electrode failure findings were observed. The device was reprogrammed in the secondary vector. At this time the device system remains in service. No adverse patient effects were reported. Additional information was received that the patient had originally been hospitalized due to percutaneous coronary intervention as opposed to the inappropriate shock issue. Additional information was received that the physician suspected an electrode conductor fracture with insulations issues. The patient underwent a revision procedure in which the electrode and s-ICD were explanted. A transvenous device system was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock as a result of oversensing of noise signals while programmed in the primary vector. Additionally, further evaluation of the electrode was recommended and immediate analysis was requested from technical services (ts). The patient was hospitalized and further evaluation was planned. Subsequently, a few days later, the patient underwent a defibrillation threshold (dft) test while reprogrammed in secondary vector, which yielded normal shock impedance measurement. A chest x-ray was performed and no electrode failure findings were observed. The device was reprogrammed in the secondary vector. At this time the device system remains in service. No adverse patient effects were reported. Additional information was received that the patient had originally been hospitalized due to percutaneous coronary intervention as opposed to the inappropriate shock issue. Additional information was received that the physician suspected an electrode conductor fracture with insulations issues. The patient underwent a revision procedure in which the electrode and s-ICD were explanted. A transvenous device system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed bubbles, but no cracks, in the notch area next to the sense b electrode. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.